Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-06904. It was reported one of the patients leads displayed high impedance. As a result, during the patients ipg replacement procedure the lead was explanted and replaced. Investigation was unable to determine which lead was involved in the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082675.